Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the handpiece device, and the reported condition was confirmed. The device was visually inspected and was found to have passed visual inspection. During assessment it was found that the device was running with high output. Furthermore, it was found the handpiece stopped during power assessment with power test bench and afterwards, the motor became difficult to turn. After cooling down, the motor became easier to turn again. When the device cooled down failed test steps were performed again, and the failure did not occur again. It was determined that since the found failures occurred only once and could not be replicated, a clear root cause cannot be determined. Therefore, an assignable root cause could not be established. A review of the device history was performed and no non-conformances were detected related to the reported condition.

Event description:
It was reported that during service and evaluation, it was determined that the handpiece device was running with high output and then stopped during power assessment. It was noted in the service order that the device would not run anymore. This event did not occur during surgery. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.